Manufacturer narrative:
H3. Analysis of the communicator was completed and found that the tm90 micro usb interface is damaged and the micro usb port was loose and rattling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 11-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain use. It was reported that the patient reported that the communicator was not charging. This morning, the patient attempted to charge the communicator for their appointment, and when they connected it to the cord, the light turned orange but then suddenly dimmed. The patient tried unplugging and plugging the cord back in, but the communicator stopped charging entirely. The patient tried using different cords and adapters, but it still did not work. The patient mentioned that the port felt loose and that they had to push the cord very far to make it "click." The patient stated that they had noticed this issue when they first received the communicator, as the charging port felt "not right" and off when plugged into the wall charger. The patient noted that they were still able to turn on the communicator and deliver a bolus, but it was no longer taking charge. The agent sent a request to repair and replace the communicator.